Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty and difficulty removing the protective sheath could not be tested/confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulty removing the protective sheath cannot be determined and the reported deflation issue appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two 3.0x15mm trek balloon dilatation catheters referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that during device preparation, the protective sheath was difficult to remove from three, 3.0x15mm trek balloon dilatation catheters (bdc). All three devices continued to be used. During the procedure to treat a coronary lesion the first bdc was advanced to the lesion and inflated, but would not completely and properly deflate. The other two had the same deflation issue; however, the issue was not as severe as with the first bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.